Event description:
The pt's family member reported that they found a result in the suspect device memory of 767 mg/dl. They stated their child had elevated blood glucose, but not this high. They also said that they did not recall this result while using the suspect device.